Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump in water, and the pump shut off unexpectedly. Contact confirmed pump display turned on when plugged into a power source. Blood glucose (bg) level was over 600 mg/dl, and per recommendation from healthcare provider, went to the urgent care for fluids and a manual injection to address bg level.